Event description:
It was reported that a user with an ilet system experienced a high blood glucose reading while running low on insulin and requested guidance for a supply change; the agent assisted, insulin delivery was resumed, and the glucose decreased from 183 mg/dl to 155 mg/dl within minutes. Symptoms included transient hyperglycemia without ketone testing, without need for back-up therapy, and without acute complications. Outcomes included no medical intervention, no hospitalization, and no assistance beyond coaching. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction was identified and that the event coincided with low available insulin prior to the supply change, consistent with inadequate drug supply. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.